Event description:
The user facility reported a suspected infection with the involved angio-seral device. The angio-seal device was utilized for arterial hemostasis following vt ablation. Redness and swelling were observed at the puncture site from april 20 to 22, ten days after the device's application. The patient also experienced a sensation of heat at the puncture site during the same period. An infection is suspected. The patient has persistent mild pain and remains under observation. No blood loss was reported. The event has resulted in patient injury and/or may require medical or surgical intervention due to the suspected infection. There is no direct claim that the device in question caused or contributed to the patient's injury or the need for medical intervention. The procedure preceding the device deployment was an ablation. No pre-deployment angiogram was conducted. An 8 fr sheath ancillary was used. The puncture was made distal to the inguinal ligament of the right common femoral artery, which had a vessel diameter of 6 mm. The patient experience symptoms of redness, swelling, and a heat sensation. A pre-deployment angiogram was performed, followed by a right femoral artery puncture. The patient did not require non-surgical or surgical intervention due to the event. Following the event, the patient is currently stable. (B)(6) 2024: additional information was recevied: the suture was cut without exposing the skin's surface. The physician reviewed the case however, the cause of the infection remains unclear.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age or date of birth: not available due to hospital policy a3a: sex: not available due to hospital policy a3b: gender: n/a a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed to be an infection. The exact root cause cannot be determined. The likely cause was determined to have been improper hygienic standards maintained during the operation, or improper care of the access site post-operatively by the patient resulting in an infection. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).